Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/2/2022. H6 component code: g07002 no device problem found. H3 investigational narrative: eleven used needle-sutures pieces product code 1832 were returned to ethicon inc for analysis. Upon visual analysis of the returned product revealed that, the needles are channel needle; four needles 1/2 circle and seven are 3/8 circle, all the samples were observed with inconsistencies, according to the curvature needle specification. As per this condition found on the samples, the needles were noted without smooth shape and did not meet the finished drawing specification. In addition, body fluids and marks were observed on the surface needle possibly from a surgical instrument. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: events reported in 2210968-2021-11959, 2210968-2021-11960, 2210968-2021-11961, 2210968-2021-11962, 2210968-2021-11963, 2210968-2021-11964, 2210968-2021-11965, 2210968-2021-11966, 2210968-2021-11967, 2210968-2021-11968 and 2210968-2021-11969

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch rgbebd and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported: ""when the box was opened, although the shape of the needles should be 1/2 circle, all of needles were 3/8 circle"" please clarify: was there observed that all 12 sutures have incorrect needle curvature? Yes. Was the needle bent or was this surface needle related issue or is this a product mix? There is a possibility that this is a product mix. Please specify patient consequences if any for each patient? There were no adverse consequences to the patient. Do you have a photo for visual analysis? No photos are available. The following information was requested, but unavailable: how many impacted devices were used on patients? What is the name of the procedure? What is the procedure name and date? Event date? Note: events reported in 2210968-2021-11959, 2210968-2021-11960, 2210968-2021-11961, 2210968-2021-11962, 2210968-2021-11963, 2210968-2021-11964, 2210968-2021-11965, 2210968-2021-11966, 2210968-2021-11967, 2210968-2021-11968 and 2210968-2021-11969.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Prior to the procedure, when the box was opened, although the shape of the needle should be 1/2 circle, the needle was 3/8 circle. There were no adverse consequences to the patient. No additional information was provided.